Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number. Therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the second of two devices that were used in the same procedure. Refer to manufacturer report number MFR. Report #3005099803-2020-05162 for the auriga xl 4007 console and MFR report # for the lighttrail single use laser fiber. It was reported to boston scientific corporation on (B)(6) 2020 that an auriga xl 4007 laser console and a lighttrail single use laser fiber were used in a procedure performed on (B)(6) 2020. According to the complainant, during the procedure, there was a strange sound coming from the laser when fired. The laser was not able to break the stone due to a damaged fiber, the fiber reportedly looked fine. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.